Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).

Event description:
A report was received on 02 feb 2026 from the home therapy nurse (htn) of a 63-year-old female patient with a medical history including end stage renal disease, who stated the patient experienced decreased blood pressure with nausea during a hemodialysis treatment on (B)(6) 2026. Treatment was terminated with rinseback and the patient received diphenhydramine (benadryl nos). Additional information was received on 04 feb 2026 from the htn who stated that the patient was given prophylactic diphenhydramine 25mg intravenously (IV) prior to treatment. During treatment, the patient began to cough causing the nausea and decrease in blood pressure. The patient was administered an additional dose of diphenhydramine 25mg IV as well as ondansetron 4mg IV. The patient recovered without sequelae. A treatment plan has not been established.